Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported complaint was not confirmed, and it cannot be definitively determined that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was moderately tortuous. It is probable that the device was damaged due to the tortuosity experienced causing the as reported device fracture and necessitating the need for intervention in an attempt to retrieve the broken segment of the device. An assignable cause of procedural factor was assigned to the as reported issues guidewire broken /fractured inside patient, un-retrieved device fragments and patient medical or surgical intervention required,as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It cannot be definitively determined if the dizziness experienced by the patient one-day post procedure was related to the device or if it was anticipated in nature; therefore, an assignable cause of undeterminable was assigned to the reported patient complications.

Event description:
It was reported that the subject guidewire was used during a stenosis case at the right vertebral artery (va). The physician placed a guide catheter and the subject guidewire was delivered to the middle of the basilar artery (ba). When advancing the guidewire to the posterior cerebral artery (pca), the guidewire was fractured before reaching the pca. The physician tried to withdraw the fractured part with a snare tool; however, was not successful. The physician then dilated the lesion with balloon guide catheter and used a stent retriever to get the fractured part of out of the patient anatomy; but failed. The procedure was completed since the patient¿s emotion was not stable. A day after the procedure, the patient felt dizzy, but his muscle strength was normal. No additional information is provided at this time.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject guidewire was used during a stenosis case at the right vertebral artery (va). The physician placed a guide catheter and the subject guidewire was delivered to the middle of the basilar artery (ba). When advancing the guidewire to the posterior cerebral artery (pca), the guidewire was fractured before reaching the pca. The physician tried to withdraw the fractured part with a snare tool; however, was not successful. The physician then dilated the lesion with balloon guide catheter and used a stent retriever to get the fractured part of out of the patient anatomy; but failed. The procedure was completed since the patient¿s emotion was not stable. A day after the procedure, the patient felt dizzy, but his muscle strength was normal. No additional information is provided at this time.